Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator presented remotely with an alert for non-sustained right ventricular oversensing. This was noted to be due to post paced t-wave oversensing. Programming changes were made. The patient was stable.